Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (4.3mm) seal came off during loading, and did not fall off in the patient's body. Some parts fall off during use and can not continue to be used. With a new one, the operation was successful and no harm was done to the patient. There was not a procedural delay.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, ,e-1,g-3, g-6, h-2, h-6, h-10,h-11. The lot # 3000344333 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (4.3mm) seal came off during loading. Some parts fall off during use and can not continue to be used. With a new one, the operation was successful and no harm was done to the patient. There was not a procedural delay.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. E1 event site name due to character limitations (B)(6) hospital.